Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed high pace impedance measurements of greater than 2000 ohms. The impedance measurement was generally in the 500 ohm range. Testing in office was not able to reproduce the measurement. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Boston scientific received information that this device and associated lead displayed high pace impedance measurements of greater than 2000 ohms. The impedance measurement was generally in the 500 ohm range. Testing in office was not able to reproduce the measurement. The system will continue to be monitored. There were no adverse patient effects reported. Additional information was received that the right ventricular (rv) lead pacing impedance have continued to vary between 500 to 2000 ohms. The rv lead has also recently exhibited an increase in threshold measurements. It was further noted that no noise was seen with isometrics or pocket manipulation. Boston scientific technical services (ts) discussed possible causes of variable impedances and stated how to proceed would be a medical decision. It was further noted that the patient is not pacemaker dependent and the shock impedance measurements have been stable. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service and no adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit intermittently high out-of-range pace impedance measurements that were likely attributed to the lead-header spring contact interaction. During a device check in may 2023, there was non-capture when impedance measurements were greater than 3,000 ohms and the hcp was unable to verify threshold measurements when starting at 3.5v. Once a pace impedance measurement of 500 ohms was obtained, 0.8v @0.5ms was the observed threshold measurement. It was noted that shock impedance measurements were stable and there was no noise observed on stored episodes. Technical services (ts) reviewed troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the right ventricular (rv) lead pacing impedance have continued to vary between 500 to 2000 ohms. The rv lead has also recently exhibited an increase in threshold measurements. It was further noted that no noise was seen with isometrics or pocket manipulation. Boston scientific technical services (ts) discussed possible causes of variable impedances and stated how to proceed would be a medical decision. It was further noted that the patient is not pacemaker dependent and the shock impedance measurements have been stable. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service and no adverse patient effects were reported.